Event description:
Caller updated time, personal profile, and biq/ciq settings, including sleep schedules. Customer's blood glucose level dropped to 32 mg/dl. To address low blood glucose, customer consumed carbohydrates and glucose tablets independently without requiring third-party assistance. Technical support assisted the caller in updating basal rate settings and advised them to consult with their healthcare provider whenever settings are revised, which the caller understood and acknowledged.